Event description:
Express script representative reported that while processing a defective item, an uncapped syringe protruding through its sealed manufacturing bag and the zip lock bag it is contained in penetrated inventory technician's hand. Bd was later notified that technician received a preventative treatment.

Manufacturer narrative:
Evaluation summary: issue: needle stick. Bd received (1) opened polybag which contained (9) 1/2cc syringes from lot # 1236889. Customer states while processing a defective item, an uncapped syringe (broken tip) penetrates inventory technician's hand. (9) received syringes were evaluated and no broken barrel tips were observed. Cannot confirm broken barrel tips complaint as a defect. Complaint history check was performed and as of ((B)(4) 2012) yielded (0) other complaints against lot number 1263889 for the same issue. Information will be captured on trend reports and monitored monthly.